Event description:
Related manufacturer reference number: 2017865-2022-22108, related manufacturer reference number: 2017865-2022-22110. It was reported a patient presented with an infection. Their system, including the implantable cardioverter defibrillator (ICD), right ventricular (rv) lead and atrial lead, was removed in a procedure on (B)(6) 2022. There were no patient consequences.

Manufacturer narrative:
Correction: d6b - explant date added.